Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2025 and (B)(6) 2026, recorded the pacing impedance around 500 ohms with a sudden increase to 3000 ohms at the end of the recording period. The shock impedance showed an increase from around 90 ohms to 150 ohms during the same time frame. The analysis of the provided iegm episode no. 21 from (B)(6) 2025 revealed artifacts on the rv channel leading to oversensing as well as ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing was reported on this lead. Lead fracture was suspected. The lead was capped and replaced during a scheduled ICD replacement.

Manufacturer narrative:
Combination product: yes.